Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Initial reporter last name (B)(6). Initial reporter address: (B)(6). Initial reporter phone no. (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was cracked minicap. The crack was running perpendicular to the rim of the cap, extending from the rim to approximately 1/2 the length of the cap. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned transfer set sample, a cracked minicap was also returned. The cracked minicap was returned connected to the female connector of the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.